Manufacturer narrative:
The customer's meter was received for investigation. Device data and memory couldn´t be read because no ir connection was possible. The circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated by liquid which has penetrated and/or corroded the solders contacts. The root cause is determined to be contamination of the contacts due to improper handling or maintenance. There was no malfunction of the device.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained of a display issue with coaguchek xs meter serial number (B)(4) that began on (B)(6) 2018. The customer stated some segments on the display screen were faded and hard to read. Upon performing a display check, no segments were on the screen. When the power button was released, the customer saw the date field along with the test strip icon. A display check was performed again, but each time this was attempted, the display screen went blank. There was no allegation that incorrect results were received due to this issue. No adverse event occurred. The customer is in stable condition and is doing well. The meter was requested for investigation.